Manufacturer narrative:
Concomitant products: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter.

Event description:
Information was reported by the healthcare professional (hcp) via a company representative regarding a patient receiving dilaudid (5 mg/day) from an implanted pump. The indication for use was non-malignant pain. The patient had increased pain and decreased pain relief from the pump and a catheter issue was suspected. On (B)(6) 2016 the patient was at the hospital for a dye study, the hcp concluded from the study that drug was probably leaking into the epidural space in the lumbar area where the catheter was inserted. It was noted that the patient would likely be referred for a catheter revision, and it was unknown if a surgical intervention was planned. At the time of the report the patient was alive with no injury.

Manufacturer narrative:
Corrected information: device code (B)(4) no longer applicable.

Event description:
Additional information received reported that the patient first started experiencing the loss of therapy 2 weeks prior to the surgery. The actions and interventions were the catheter was replaced (B)(6) 2016. The cause of the catheter issue was it came out of the intrathecal space and was not delivering the drug. The catheter issue has been resolved.

Manufacturer narrative:
(B)(4) is no longer applicable for this event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 28-dec-2016 from a healthcare professional via a company representative and it was reported that a catheter revision was being done today. This reporter had been told that the patient had a loss of therapy. The event date was unknown. Some radiographic studies were done of the catheter and there was a question about migration or another issue with the catheter. At the time of this report, the pump was delivering dilaudid (20 mg/ml at 0.123 mg/day); however, the dilaudid was going to be removed and they were going back to morphine sulfate.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.